Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2 mg/ml morphine at 0.34 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was admitted to the hospital. On (B)(6) 2016 with possible overdose symptoms of lethargy. The pump was interrogated and it was noted to be dispensing 2 mg/ml morphine at 0.34 mg/day. It was further noted that the pump was refilled on (B)(6) 2016 and started with a dosage of 0.34 mg/day. The patient was noted to be taking oral medications. The pump was then decreased by 20%, to 0.27 mg/day by the nurse. The patient was then scheduled to see the doctor on (B)(6) 2016. Additional information has been requested regarding what diagnostics were performed; the cause of the overdose; and the patient's outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.